Manufacturer narrative:
According to the patient's attorney, the patient had a composix kugel hernia patch implanted on (B)(6) 2004 to treat an "incisional herniorrhaphy. The attorney alleges that the patient underwent treatment for another hernia on (B)(6) 2009, a procedure in which the previous mesh was explanted and a new composix kugel mesh was implanted. However, the product catalog number (0113810) and lot number (hure2401) for the mesh said to have been implanted on (B)(6) 2009 match a bard composix mesh. The attorney reports that the patient was treated for infection after that mesh was implanted. While no medical records have been provided to evaluate this claim, infection is noted as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, treat it aggressively. A manufacturing review for the lot identified was performed, including certification of sterility, and there was no evidence of a manufacturing-related cause for the alleged event. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided, there is no indication that the mesh implanted on (B)(6) 2009 was explanted and no specific device failure has been alleged. No conclusion can be drawn at this time. This MDR includes all patient, event and device information davol has received to date. The composix kugel mesh reportedly implanted on (B)(6) 2004 will be reported in accordance with rae (B)(6).

Event description:
The following was reported to davol by the attorney for the patient: on (B)(6) 2004 - patient had an "incisional herniorrhaphy" repaired with a large circle composix kugel mesh patch. On (B)(6) 2009 - patient was admitted to the hospital due to "abnormal bleeding", pelvic mass, and an abdominal wall hernia." She was found to have a "very large, complex hernia involving the mesh over multiple sites." The mesh was extracted at this time. An ellipse bard composix kugel hernia patch was implanted. On (B)(6) 2009 - patient presented to her physician with "post-operative wound infection." She was admitted to the hospital where she underwent a "placement of wound vac." Attorney alleges mesh used in patient's hernia repair surgery failed, resulting in patient suffering pain and permanent injury.